Manufacturer narrative:
H2) additional information: d11: lot number of product ID: 9735787 is s20030020. H3) the uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the returned usp while under testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot : unknown: a medtronic representative went to the site to perform a system check out and they replaced the ups. This replacement resolved the issue of power loss. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spinal fusion surgery. It was reported that the system was powered on by the manufacturer representative, and then they left the room for 30 minutes. When the representative returned, the camera cart stated it was disconnected. The system was rebooted and the issue was resolved. The representative did not know if the camera cart was functioning when the camera cart monitor stated it was disconnected. Upon further evaluation, the representative found that the main cart had powered down, and the camera cart was still running, until its battery ran out. The system was plugged into a known functional outlet when the event occurred. The representative suspected the main cart's uninterruptible power supply(ups). Another navigation system was used for the procedure. There was no patient harm and the procedure was not delayed.